Event description:
Patient allegedly lost control of the lifting motor handset which was fixed to a lanyard around patient's neck. Even though handset was still connected to the lanyard around the patient's neck and proximal to the patient's groin area when patient lost control, patient was unable to retrieve it and also did not use the emergency down. Patient consequently remained suspended in the lift system for a prolonged period causing respiratory and nerve issues which required hospitalization. Patient has been unavailable for interview. Description of this event is based on first emergency responder information.